Event description:
It was reported that the ventilator generated o2 concentration error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to oxygen concentration error. It was confirmed in problem description. Service report and device logs were not availabe for evaluation. Based on available information, no parts were returned for further analysis. Therefore, the root cause of the reported event has not been confirmed.

Event description:
Manufacturer ref.#: (B)(4).